Manufacturer narrative:
H6; the reported blade involved with this event was returned for evaluation and the reported failure of blade breakage was confirmed. The blade was evaluated by product engineering who concluded that this damage could have been caused by the blade coming into contact with metal while cutting and/or also under the application of a bending moment while in use. The instruction for use(IFU) of handpieces associated with this blade warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the cutting accessory. Excessive pressure may bend or fracture the blade and cause tissue damage and/or loss of tactile control." The associated devices IFU's state that the device and associated handpieces are "intended for surgical procedures involving cutting bone and hard tissue".

Event description:
It was reported that during surgery, the blade broke at the mount. It was also reported there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during surgery, the blade broke at the mount. It was also reported there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.